Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform any tests due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia also insulin pump had motor error alarm. The customer blood glucose level was 400 mg/dl. Customer declined to troubleshot for high blood glucose value. Customer stated motor error alarm occurred every time and she tries to rewind. Customer stated the drive support cap appears normal. Customer stated insulin pump had not been exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.